Manufacturer narrative:
As gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: rlt311413/18392906 (UDI: (B)(4)), plc271000/ 18220741(UDI: (B)(4)), plc271000/ 18220740 (UDI: (B)(4)). The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak

Event description:
The following details were reported to gore: physician reported patient has proximal type I endoleak and a distal type I endoleak on the right side, possible reintervention to occur over the weekend. That's all the information I have at this time, just need to know what devices are implanted in the patient.

Manufacturer narrative:
B1: additional information.

Manufacturer narrative:
B5: additional information provided.

Event description:
On (B)(6), 2018, this patient underwent endovascular treatment for an abdomincal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. The patient tolerated the procedure. On (B)(6), 2022, the physician reported the patient has a proximal type I endoleak and a distal type I endoleak on the right side, possible reintervention to occur over the weekend. On (B)(6), 2022, the physician reported that the patient is refusing additional treatment, there is no reintervention scheduled at this time.